Event description:
Consumer stated he purchased sonicare brush heads form (B)(6) and the bristles are coming out when in use. Some bristles on the brush head are longer than others but he would occasionally use a tweezer to pluck out the extra long bristles. Two of six of the brush heads would give this issue. Some bristles would fall out into his wife's mouth when the brush head is in use. After about 3 weeks, the brush heads begin to give this problem. They have had this issue previously about a year purchased from the same location.